Event description:
"Dialysis machine alarmed low blood pressure, cleared alarm. Machine went to minimum ultrafiltration (uf), screen blanked and machine stopped and had to be restarted. During this time, pt blood pressure dropped and pt became unconscious. Staff was unable to give saline to the pt to increase blood pressure until machine restarted. Machine restarted, saline given and pt suffered no adverse effects."